Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20469. It was reported the patient experienced ineffective stimulation (date of event unknown) as the scs leads have migrated (xrays confirmed). As a result, surgical intervention was taken where the leads were explanted and replaced with a different model which resolved the issue. Reportedly, the patient had effective therapy postoperatively.